Event description:
It was reported by service report that the height adjustment were bent. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Height adjustment racks. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.